Event description:
Event description cpi received information that during an interrogation of this ventak mini implantable cardioverter defibrillator (ICD), a message was displayed that indicated a possible device malfunction. The ICD had also undergone a reset. The patient had received radiation therapy for cancer. The physician elected to explant the ICD.